Manufacturer narrative:
Device was used for treatment, not diagnosis. Laghari, m. Et all (2012). "Subtrochanteric femoral fractures treated by condylar plate, a study of 56 cases". Jlumhs (journal of liquat university of medical & health sciences) (11: 54-59). Jamshoro, pakistan article. This report is for unknown screw/unknown quantity/unknown lot. (B)(4). The investigation could not be completed and no conclusion could be drawn, as no device was returned and no lot or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
"This report is being filed after the subsequent review of the following literature article: laghari, m. Et all (2012). "Subtrochanteric femoral fractures treated by condylar plate, a study of 56 cases". Jlumhs (journal of liquat university of medical & health sciences) (11: 54-59). Jamshoro, pakistan article. The authors conducted a prospective study of 56 cases (17 female, 39 male; mean age 37.6 years) who underwent an open reduction internal fixation using a 95 degree a.o. Condylar blade plate for the treatment of subtrochanteric fractures. The study was taken in three years, from march 2005 to february 2008, with a follow up of most patients ranging from 6 - 36 months (average 12 months) to assess the union of fractures after the definitive surgical management. Three patients came with severe pain at the fracture site and were unable to bear partial weight after three months of operation. X-ray revealed loosening of the screws. Implant was removed and revised with autogenous bone graft. Union took place in a 10 - 12 months respectively. This report is 2 of 2 for (B)(4). This report is for unknown screws and refers to the reports of severe pain at the fracture site, patients being unable to bear weight, the loosening of screws and the removal of the implant associated with this medwatch which is also the same as the determination tree.